Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Description of event, symptoms, manifestation of reaction infection. " what is the lot number? Unk. Did the drain ome in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Unk. Was the drain broken into two or more pieces? Unk. Please perform and document the follow up attempt for product return. We regularly contact with sale rep about the device returning. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq)." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2026 and a drain was used. During surgery, it was found that the connection between the tube and the trocar was broken when the tube was pulled from outside the patient's body during the operation. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.